Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A lot history review was conducted, and no nonconformities were found that would have led to the reported complaint. Updated information in d9. Corrected information in b5.

Event description:
Primary plum set reported that total parenteral nutrition (tpn) leaking at the filter resulting in bag having to be taken down and thrown out had 4 reported occurrences. This report captures four separate occurrences involving the same device model. No additional identifying information was available for any of the devices.

Event description:
Event occurred regarding a primary plum set where it was reported that total parenteral nutrition (tpn) leaking at the filter resulting in bag having to be taken down and thrown out.

Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.